Event description:
The customer reported to customer service that her breast pump does not power on with the power adapter, but it works fine with the battery pack. Upon receipt of the product on (B)(4) 2012, a breach in the transformer housing held together with duct tape was noted.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, she confirmed that the transformer housing was breached while in her possession even though she didn't indicate such in her initial report. She indicated that when she removed the power adapter from the wall outlet, she noticed some plastic pieces from the housing on the ground and then the outside housing fell completely off. She duct taped it together to use until she received the replacement. She also indicated that she did not witness any smoke, fire or sparking and that an injury was not sustained as a result of the issue. A product evaluation was completed. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.2 ohms, which is normal and indicates that the thermal fuse did not blow.